Event description:
Customer stated that their customer had operation in 2001. One month later, complained of infection. Facility removed implant a 2 months later. One side did fine. Other side was infected.